Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient reported that he continues experiencing air bubbles in the reservoir after the second and third day. The patient stated that he is using room temperature insulin in the reservoir. The patient mentioned that he has contacted a lawyer due to the ongoing issues. Advised the patient at this point, the conversation had to end, and to have his legal representation contact us for further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Customer states that this has been on going for 2-3 years and the issue still has not been resolved. Customer states that he fills a reservoir, and, at the time, there are no bubbles. Then the bubbles appear after 24-48 hours. Customer also mentioned a leaks from the needle in the transfer guard. Product is not being returned or replaced.